Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial arrhythmia therapy capabilities exhibited diaphragmatic oversensing. This oversensed noise on the right ventricular lead resulted in the generation of two non-sustained ventricular fibrillation episodes. These vf episodes resulted in brief episodes of ventricular and atrial pacing inhibition, as was observed on faxed electrograms. The patient did not receive innappropriate shocks. No syncope was reported. The device had been programmed to nominal sensitivity.